Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 3.9mm and left coronary cusp (lcc) was 6mm. On (B)(6) 2026, the patient presented to the emergency department with shortness of breath and a pulmonary oedema. For treatment, frusemide and magnesium were administered. The patient was discharged the same day. It was reported that on (B)(6) 2026, the patient was readmitted to the hospital due to cardiac arrest. On (B)(6) 2026, the patient passed away in the intensive care unit (ICU) post cardiac arrest.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.